Event description:
A customer reported a malfunction on their pump while traveling, which prevented them from charging it. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl and was not outside the normal range. Technical support resolved the issue by sending a replacement pump and advised the customer on steps to take with the replacement, including returning the malfunctioning pump to tandem and using multiple daily injections as backup therapy. The customer acknowledged and understood all instructions provided by technical support.